Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: patient cable damage. Specific component(s) involved: other component malfunction, specify. Other component: patient cable malfunction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of other component, specify. Implant device type: lvad.